Manufacturer narrative:
Bci customer technical support directed the customer to verify connections and attempt to calibrate.customer found paper towel remnants in the wash collar drain line. Debris was cleared and operation was restored.no service was performed for this issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding rheumatoid factor (rf) failing calibration on the unicel dxc 600 pro synchron chemistry analyzer with a math error. Bci customer technical support (cts) instructed the customer to wear personal protective equipment (lab coat, gloves and appropriate eye protection) and to flush the cc sample probe per the instructions in the "as needed maintenance" section of the dxc instructions for use. The customer cleaned both the cc sample probe and the cc reagent probes. After cleaning the probes, the customer observed a leak from the cc reagent probe a wash collar. No effect to patient or user was reported in connection with this event.